Event description:
It was reported that noise resulting in oversensing was noted on the right ventricle (rv) lead. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the right ventricle (rv) lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages noted are consistent with procedural damage.

Event description:
Additional information was received indicating diagnostic imaging was performed and no anomalies were observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.